Event description:
It was reported that one day post implant the patient was complaining of chest pain and their blood pressure dropped. The patient was then found to have cardiac tamponade and thoracic drainage was conducted. It was noted that during the operation the physician had screwed the helix of the leads into the cardiac muscle several times and at that time the physician might have punctured by accident the cardiac wall with either the atrial lead or ventricular lead. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076-45 implantable pacing lead, implanted: (B)(6) 2014. (B)(4).